Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle intentionally clipped with the suture boots or did the suture break or the needle detach from the suture during use? Please provide more details about the issue. If the needle was intentionally clipped, was there any deficiency with the device as a contributing factor as mentioned in the event description? What is the procedure name? What layer of tissue was being used or closed? What is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Were there any patient consequences? Can you identify the lot number of the product that was used?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After tying the suture, the needle was clipped with suture boots. When the surgeon was about to use the clipped needle, the needle was found missing. During the surgery, they have performed x-ray and there is no needle found in the body. Additional information was requested.